Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced high blood glucose levels. The customer¿s blood glucose level was 400 mg/dl and 156 mg/dl. One day the customer's blood glucose level went high and he fell and cut his head open. They declined providing hospitalization details. The customer had been using the insulin pump system within 48 hours of high blood glucose level but then discontinued. The insulin pump also received insulin flow block alarm while fill cannula and insulin squirted out during troubleshooting. The issue was resolved by complete set change. The insulin pump will not be returned for analysis.